Event description:
The pt experienced unresponsiveness, lethargy, and vomiting. The family had reported the pt had been at a family camping event at an altitude greated than 7000 feet. The pt was observed. The pt is reported to have recovered without sequela.